Manufacturer narrative:
This initial report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was returned for investigation. Upon evaluation of the device, black camera image and unresponsive camera head buttons were noted. In addition, the serial number was not showing on the display. This was found to be caused by a faulty camera cable. Furthermore, a known good camera cable was fitted to the camera head and the camera passed all tests in accordance with the OEM technical manual, including pixel correction. It is presumed that an image was not displayed due to the following reason: the camera cable was bent, pulled, twisted, or squeezed with excessive force, so the cable was disconnected. The shipping record of the subject device was checked however, no problem was found in the device. It is surmised that the cable damage was caused by user operation. The instructions for use (IFU) states: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.

Event description:
The customer reported the 4k camera head is unable to display image. The event occurred during preparation for use. The intended procedure was completed using a similar device. There was no patient involvement, no harm or user injury reported due to the event.